Manufacturer narrative:
This failure mode poses no risk to the patient because the failure does not negate the ability of the console to continue to perform its life-sustaining functions, as it occurred on the secondary, reserve backup air supply system. This failure mode and will be monitored to determine if the failure mode exhibits an upward trend. Syncardia has requested that the part be returned, and upon receipt, a failure investigation will be conducted.

Event description:
This console was not on a patient. Complainant in germany reported that during routine console checkout, the secondary, reserve pressure regulator inside the console compartment was leaking air. The secondary, backup reserve air regulator was replaced.